Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on or about (B)(6) 2008, pt suffered the following (B)(6) injuries as a result of the implantation with the asr hip implant: persistent severe pain and discomfort in his hip, groin, and thigh, which has increased over time; sensation of misalignment, popping, rashes, itching, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. It is also alleged, pt's physicians examined and advised that he suffers from substantially elevated, if not toxic, levels, of cobalt and chromium metal ions in his bloodstream. It is further alleged, pt's cobalt level was 20.6 and his chromium level was 5.6 as of (B)(6) 2010. Upon info and belief, pt suffered loss of muscle mass and deterioration of the soft tissue of his hip.